Event description:
Sentreheart representatives were present for the entire case. Epicardial access was uneventful with no effusion on tee. The lariat device placement was also uneventful with tee and cine fluoro images after contrast injection showing complete occlusion of the laa. Using the tensure suture tightener, two applications were performed per instructions to the "red line." As instructed there was a 5 minute wait between tightening applications. The fob was cut from the tensure device as instructed. The lariat device was removed under fluoro guidance with no resistance. At this point, as the surecut suture cutter as loaded onto the remnant suture from the epicardial suture. As this was being done, it was noticed that the entire lariat knot had come out from the epicardial sheath - no added force was applied to the remnant suture. The pt became acutely hypotensive and tee confirmed a large pericardial effusion. Emergent drainage was performed using a pigtail drain in the epicardial space but drainage persisted and CPR was begun. The pt underwent emergent sternotomy and upon opening of the pericardial space the left atrial appendage was found to be completely severed and free floating in the pericardial space. The left atrial appendage was repaired by the surgeon. Per the surgeon's encounter there was no evidence of bystander appendage laceration but the portion of the appendage wrapped by the suture appendage to be completely severed by the knot. The pt remained critically ill for several days and ultimately passed away.